Manufacturer narrative:
Batch review performed on 30-may-2023: lot 2118345: (B)(4) items manufactured and released on 31-jan-2022. Expiration date: 2027-01-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional device involved: batch review performed on 30-may-2023: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot 2201966: 180 items manufactured and released on 04-may-2022. Expiration date: 2027-04-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review.

Event description:
At about 2 months after the primary surgery, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised successfully the liner and the head.